Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the articular surface did not fit with the tibia, another was used. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the product shows the dovetail on articulating component on both sides is flared, also signs of gouging as well. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. As there is no evidence of compression on articular surface dovetail, therefore, the root cause cannot be determined using provided information there are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.